Event description:
Device malfunction: none. Symptoms/ae: vasospasm and thrombus in vessel. Time of symptoms/ae: during the procedure. It was reported that during a left internal carotid artery stenting procedure, after stent placement, no flow was seen through the artery. Intravenous nitro was given for vasospasm with minimal result. A non-abbott aspiration catheter was passed multiple times to remove any thrombotic debris. Small white clumps were aspirated. With the artery partially cleared, possible thrombus could be seen in the internal carotid artery. Tissue plasminogen activator was administered intra-arterially followed by some additional vessel aspiration. When the angiogram demonstrated that there were no filling defects within the internal carotid artery, the embolic protection device was retrieved. There was no adverse patient sequela reported. One day postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Vasospasm and thrombosis are known possible adverse event associated with the use of the device, as listed in the rx acculink instructions for use. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.